Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor (cgm) bluetooth connectivity issues with the ilet, including frequent sensor disconnections, and was assisted with steps to reconnect by toggling settings and by removing previously paired dexcom sensors from the phone¿s bluetooth list. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no need for medical care. User support included user education and troubleshooting focused on bluetooth pairing and device-to-sensor communication. Investigation of this case revealed that multiple stored bluetooth pairings likely contributed to intermittent signal loss between the cgm and the ilet. It was concluded, based on previously established findings for similar reports, that user environment and configuration contributed to the connectivity issue.

Manufacturer narrative:
Initial.